Event description:
Boston scientific received information that during a scheduled device replacement procedure, this right ventricular (rv) lead exhibited out of range impedance measurements when connected to the new device. Boston scientific technical services (ts) was consulted and suspected a connection issue, however, connections were checked and there was no change to the impedance measurements. The lead was surgically abandoned and a new lead successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.